Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the patient.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2013-03749 and 03750.

Manufacturer narrative:
This is one of two device reports associated with this event; the associated MFR reort numbers are 1225714-2013-03749 and 1225714-2013-03750. Add'l info has been requested and will be submited upon receipt accordingly.

Event description:
The add'' info received noted that the pt also experienced heart attack, cardiopulmonary arrest, stroke, sudden cardiac death, and other related injuries. It was further alleged that the t experienced the cardiovascular event and cardiovascular death on the same date, shortly after receiving treatment that exposed the pt to the product.